Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.0, lab: 4.3. Date: (B)(6) 2011, inratio: 6.2, lab: 6.2. Patient used new strip lot for testing - no lot number provided. Therapeutic range = 2.5-3.5.